Event description:
It was reported that during surgery, the handpiece stopped working. With a new battery, there was no improvement. To complete the surgery, the product was replaced with another device. It was noted that surgery was extended approx 15 mins. There was no report of pt injury or medical intervention.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.